Event description:
While attempting to resuscitate the patient above his initial rhythm was ventricular fibrillation. The crew attempted to defibrillate the patient two times without success using a zoll monitor/defibrillator. Each time the defibrillator was able to charge, but issued an error and dumped the charge without defibrillating the patient. The device was immediately switched out with a different defibrillator and care was continued with delay. Also note, this is a service loaner e-series monitor/defibrillator from zoll medical. Daily 30 joule shock test was performed at the beginning of the shift indicated "test ok". Error log printed after incident indicated "defib fault error 196". MFR ref# 1220908-2014-02364.